Event description:
It was reported to medtronic neurosurgery that the physician believed the patient had a non-medtronic valve, which had been implanted for 12 years. Allegedly, the patient had been experiencing underdrainage symptoms, even after the valve had been adjusted. According to the report, the physician explanted the device and discovered it was a strata valve. It was reported that the physician tested the valve after the surgery and it was draining properly.

Manufacturer narrative:
The product has not been returned to the manufacturer. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture. The physician alleged the valve was malfunctioning; believing it was manufactured by another maker. Although the valve was explanted, this report does not allege deficiency or malfunction of the strata valve.